Event description:
Customer reported, a nurse was "shocked and burned" by the pc unit. Stated, the nurse was preparing to transport a pt, had unplugged the pc unit from the wall outlet, turned around to push the pt's bed but inadvertently grabbed the ball chain attached to the quick reference guide that was hanging over the right iui connector on the pc unit. The nurse received a shock and sustained a burn on the palm of her hand. Reported four small blisters on her palm, applied antibiotic ointment and lidocaine jelly to the burn area and covered it with gauze. No adverse staff sequelae reported. No pt harm reported.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2010. (B)(4). Pt information requested and all available . This report was filed by the manufacturer. Product was received. The investigation is not complete. A follow up report will be submitted with any relevant information.